Event description:
It was reported that a spectrum iq infusion pump over-infused during flow rate accuracy test 2x in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "slightly over pumps during flow rate accuracy test" was unable to be reproduced. The device was sent to flowline for flow rate accuracy testing. With a delivery rate of 40ml/hr and volume to be infused of 40ml the test resulted in 41.482ml which is an error percentage of 3.705%. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction required. Should additional relevant information become available, a supplemental report will be submitted.